Manufacturer narrative:
The reported event of oversensing was confirmed while the reported event of lead fracture was not confirmed. External insulation abrasion was noted at 9.9-10.3 cm from the connector inconsistent with lead friction to the ICD can. The etfe coating was intact at this/these location(s). The cause of the reported event of oversensing was isolated to the exposed ring electrode cable at the abrasion zone.

Event description:
New information received noted that the right atrial and right ventricular leads were explanted and replaced on (B)(6) 2021. Subclavian fracture was also noted. No patient condition was reported.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15584. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing during a ventricular tachycardia episode. It was also noted that the right atrial lead exhibited noise. Programming changes were discussed but not performed and the patient will be monitored. The patient was stable.

Manufacturer narrative:
Correction: d6b should be (B)(6) 2021.